Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 1980s. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient underwent knee revision procedure approximately thirty (30) years post-implantation due to wear and instability. During the procedure, the tibial bearing and the tibial tray were removed and replaced.